Event description:
Health professional reported that after injection of one syringe of juvederm ultra xc into the nasolabial folds, cheeks and oral commissures, that the pt presented with "redness and swelling at the injection sites", "two days after the injection." The health professional reported that the pt was prescribed oral biaxin as a prophylactic against infection, and topical eladele to decrease inflammation. The treatments were reported as to "both hasten the resolution of the symptoms and prevent permanent damage." The reporter stated that the pt "responded well to the treatment regimen." Reporter subsequently stated that the symptoms are now resolved and thus no further follow up is required.

Manufacturer narrative:
(B)(4). Device evaluation summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.